Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.